Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was instructed to reset pump to clear malfunction alarm. No additional patient or event information was available.